Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report. D6a and d6b corrected, h.6 code 4755 was reported incorrectly. New code was added to component code.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella 5.5 support, the purge fluid rate was slowly reducing from 9 mls/h at 8 am, to 3.9 mls/h at 4pm. There were no alarms. There were no kinks noted on the purge line, and troubleshooting was attempted by exchanging the purge cassette, however, the issue did not resolve. When the purge fluid rate was <1ml a ¿purge system blocked¿ alarm occurred. Decision was made to change to heparin (25000 in 500mls 5% glucose) as purge solution. The flow did not improve. Impella was verified to be in the correct position. Decision was made to explant the impella and during explant, a thrombus was found at the inlet.